Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2352500; model: sc-2352-50; serial: (B)(4); batch: 7075339. Product family: scs-ipg-r-MRI; upn: m365sc12320; model: sc-1232; serial: (B)(4); batch: 543681. Product family: scs-linear leads; upn: m365sc2352700; model: sc-2352-70; serial: (B)(4); batch: 7071948. Product family: scs-linear leads; upn: m365sc2352700; model: sc-2352-70; serial: (B)(4); batch: 7074397. Product family: scs-lead fixation; upn: m365sc43180; model: sc-4318; serial: n/a; batch: 29451582. Product family: scs-lead fixation; upn: m365sc43180; model: sc-4318; serial: n/a; batch: 29280663.

Event description:
It was reported the patient experienced purulent drainage and swelling at the lead site on the sacral hiatus approximately a week after being implanted with the spinal cord stimulation (scs) system. The patient was admitted to the hospital and underwent a procedure where the lead site was washed out. Cultures taken tested positive for escherichia coli. The patient was prescribed antibiotics and underwent another procedure to remove the leads. However, when the implantable pulse generator (ipg) pocket site was opened, purulent drainage was observed, and it was decided at that time to remove the entire scs system. The patient did well postoperatively. The explanted devices were not returned for analysis as they were retained by the facility.